Manufacturer narrative:
A third party service agent evaluated the customer¿s device and verified the reported issue. The service agent replaced the device¿s power supply pcb assembly. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device does not power on. In this state, the device would not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.